Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. To resolve the issues the customer changed pump supplies and resumed insulin. Reportedly, occlusions continued and a replacement pump was sent to the customer to resolve the issue.